Event description:
It was reported that while nurse was retaining the leaking cannula for photography and sample collection, she accidentally touched the exposed tip of the cannula, which was not properly locked in the safety mechanism, resulting in a needlestick injury (which was reported in accordance with needlestick injury protocols). The cannula¿s safety lock could not be engaged, failing to provide protection against needle stick injuries. Ultimately, after forcefully pulling the cannula¿s safety lock, the cannula retracted to its original position without exposing the needle tip. The nurse followed needle stick injury prevention protocols; she currently has no adverse symptoms.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.